Event description:
It was reported that the pt had an MRI done in 2/2008 and two more MRI scans done on unknown dates, the pt was hospitalized at the time and did not have the pump status checked post MRI. In 2008, upon interrogating the pump, they noted a motor stall had occurred on two days after the original date, and stopped pump may exceed tube set entry. After interrogating the pump, a motor stall recovery entry was noted. The pump was not audibly alarming and the pt has noted an increase in baseline pain. The pump contained baclofen 2000 mcg/ml and morphine 25 mg/ml. At the time of the report, the pump had not been checked for a volume discrepancy. A follow-up report will be sent if additional info becomes available to us.